Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number from the same customer was found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a mechanochemical ablation (moca) procedure, the distal rotating catheter became stuck with a valve of a targeted vasculature. The physician had acquired antegrade venous access through a vascular sheath and was attempting to deliver sclerosant through the rotating catheter when the catheter became entangled within a valve of the periphery. All attempts by the physician to dislodge the rotating catheter were unsuccessful. A surgical "cutdown" procedure was necessary to safely and successfully dislodge the rotating catheter form the patient's periphery with no additional consequences to report.